Manufacturer narrative:
The suspect device is unavailable for return and physical evaluation cannot be performed. Additional investigative work will be conducted. A supplemental report will be submitted accordingly once the product investigation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a report of a case where the icf balloon would not deflate while in situ. The surgeon resolved the issue by puncturing the balloon; they used 25g angiocath to deflate the balloon. Unfortunately, the device was not retained. No harm was done to the patient- it was confirmed no ischemia reported due to deflation issue and the patient is recovering nicely. They used an er23 to introduce the icf100. The balloon was inflated with "firefly" solution in this procedure. There was no resistance felt upon insertion, placement, or removal. No difficulty in placing the balloon. Normal force used to remove slack during the procedure. The surgeon told the rep that he believed the issue could have been related to the age of the balloon. The lot was not provided, but it was confirmed that the device was used within expiration. The surgeon also suggested another potential cause for the occlusion of the balloon's inflation lumen could be the mixture of the inflation medium. Tortuous anatomy was not a factor in the event. No damage was noticed upon removal of the device (other than the hole placed by the surgeon to deflate the balloon) and no missing pieces were noted.

Manufacturer narrative:
H11 manufacturer narrative b5 additional information added to description of event (confirming contrast was not used during prep). G3, g6, h2 updated for follow up submission. H6 codes for investigation type, findings, and conclusions updated with additional information. Product evaluation was not able to be performed as the device was not returned. Neither a lot history nor DHR review could be performed as the lot number was not provided. Mitigations including a 100% leak test are performed at the supplier. Based on available information, the reported complaint was unable to be confirmed or assessed as the device could not be returned. However, it is likely that the inflation lumen or holes could have become occluded by an incorrect ratio of contrast/ balloon inflation media as the instructions for use state the following: "warning: failure to dilute the contrast media as recommended may result in formation of crystals of contrast medium that could delay or prevent balloon deflation...caution: if using contrast medium ensure that it has been diluted with sterile physiologic solution at a 6:1 saline: contrast ratio or difficulty inflating/deflating the balloon may occur." As no damage was noted on the device after removal, kinking or damage to the device is most likely not the cause for deflation difficulty. At this time, the contrast ratio is the most likely cause but a definitive root cause could not be determined. No evidence of an edwards/ supplier defect was found. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a report of a case where the icf balloon would not deflate while in situ. The surgeon resolved the issue by puncturing the balloon; they used 25g angiocath to deflate the balloon. Unfortunately, the device was not retained. No harm was done to the patient- it was confirmed no ischemia reported due to deflation issue and the patient is recovering nicely. They used an er23 to introduce the icf100. The balloon was inflated with "firefly" solution in this procedure. There was no resistance felt upon insertion, placement, or removal. No difficulty in placing the balloon. Normal force used to remove slack during the procedure. The surgeon told the rep that he believed the issue could have been related to the age of the balloon. The lot was not provided, but it was confirmed that the device was used within expiration. The surgeon also suggested another potential cause for the occlusion of the balloon's inflation lumen could be the mixture of the inflation medium. Tortuous anatomy was not a factor in the event. No damage was noticed upon removal of the device (other than the hole placed by the surgeon to deflate the balloon) and no missing pieces were noted. It was confirmed that the contrast/ solution is not used during preparation.